Event description:
It was reported pericardial effusion (pe) occurred. The patient stopped taking eliquis a day prior to the procedure. A concomitant procedure where a left atrial appendage (laa) closure procedure and a pulse field ablation (pfa) procedure were being performed. Only intracardiac echocardiogram (ice) imaging was utilized. Pre-procedure imaging noted there was no pe present before the procedure. The pfa portion of the procedure was successfully completed. A non-boston scientific (bsc) transseptal access system was used. A watchman double curve access system (was) was inserted in the left atrium (la) along with an ice catheter. Measurements of the la were taken, and a non-bsc pigtail catheter was used to get angiography of the laa. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and deployed five (5) times in the laa, all unsuccessful. The physicians decided to abort the case based on the laa anatomy, and at the same time hypotension was noted. A pe was visualized on ice imaging, with location being possibly in the area of the right ventricular outflow tract (rvot) plane of ice imaging. A pericardiocentesis was performed, two (2) liters of dark, venous blood drained from the pericardial space, and two (2) units of blood, albumin, and plasma was administered to the patient. An eliquis medication reversal drug was also given, to reduce the amount of bleed into the pericardial space. The patient was stabilized and transferred to the cardiovascular intensive care unit (cvicu) with a pericardial drain and is expected to fully recover. In the physician's opinion, the pe was either caused by the wds during the multiple deployments, or with the ice catheter.